Event description:
It was reported that a black mark and/or floater was found inside a secure eva 1500 ml dual chamber bag. This was noted by the pharmacy during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.